Event description:
It was reported that the endoscope reprocessor standard cycle time exceeded 30-31 minutes instead of the expected 26 minutes. There were no reports of patient involvement.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that the filling time of the endoscope reprocessor was extended from 26 minutes to 30-31. It was confirmed that all filters internal/external are changed timely, and pre-filters were recently replaced. It was explained the importance of keeping the filter dry. It was recommended to perform routine maintenance of mesh port, tub fluid sensor, asses the pr e-filter gauge readings/pressures, water- drain/ supply conditions. It was instructed to run a leak test on the endoscope reprocessor and take a gauge reading to confirm that the incoming water was sufficient and that the pressure was not dropping between filters on the wall. The customer was instructed to replace both the external and internal water filters and customer had reported that changing the water filters resolved the issue. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the issue was resolved by replacement of water filter. It is surmised that the event occurred due to clog of water filter caused by operation. The event can be detected and prevented by following the instructions for use: chapter 7 routine maintenance: 7.2, replacing the water filter (maj-824 or maj-2318): replace the water filter at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever an error code indicating water supply insufficiency [e01] is displayed. The water filter should be replaced by following the flow shown below: filter life varies depending on a number of factors including incoming water quality and use volume. Using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus. Olympus will continue to monitor field performance for this device.